Manufacturer narrative:
The issue was resolved for the customer by replacing the device and the customer disposing of the damaged device. The device is not available for evaluation.

Event description:
It was reported that the temperature therapy pad was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the temperature therapy pad was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.